Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed. Programming is not possible in this instance. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.